Event description:
An endurant stent graft limb was intended to be implanted during the endovascular treatment of an 80mm abdominal aortic aneurysm. It was reported during the index procedure, the physician opened the stent graft and attempted to deploy the stent in accordance with the instructions for use. However, when the delivery system's slider was fully rotated to the bottom, the stent did not deploy as expected and could not be opened and remained in the delivery sheath . The physician assessed the situation, determined that the stent might be abnormal and immediately withdrew the delivery system. A replacement medtronic stent was successfully deployed, and procedure was complete. It was confirmed that no damage to the device packaging or delivery system was observed prior to its insertion into the patient. There was no anatomical issues that may have caused the deployment problems. Per the physician the cause of the delivery system deployment failure was suspected to be due to an abnormality in the stent delivery system. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary device was received for analysis with the external slider partially retracted. Necking was evident to the graft cover. A gap was evident between the graft cover and the taper tip. A kink was evident to the distal spiral member. The distal stent graft overlapped the stent stop cup. No other deformation evident to the remainder of the device. The reported deployment issues could be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.